Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 while at home. The lifevest treated the patient at 13:34:47 (svt at 211 bpm) and 13:54:43 (svt at 206 bpm). The post-shock rhythm was a sinus rhythm with pvc's (89 bpm). The high rate of svt contributed to the false detection. The response buttons were not used prior to the first treatment. The response buttons were used intermittently between the treatments but not immediately prior to the second treatment. The patient remained at home and did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 08/2009. Electrode belt (B)(4): 06/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.